Event description:
Source: (B)(6). On (B)(6) 2026, during an appointment to have a broken abutment removed at (B)(6), the doctor decided to check and ¿tighten¿ the remaining 3 abutments. When tightening the last one, she broke the implant that holds the abutment in half. When we asked for the implant information, they said they didn¿t have any records for the day it was implanted. Therefore, we have no implant product number or lot number! They were only able to supply the manufacturer information - if that¿s even correct?? Product details: dental implant.